Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change-out, externalized conductors and variation in pacing lead impedance were observed. The lead was capped and replaced.